Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ ae: surgical intervention. It was reported that a physician attempted arteriotomy closure of the common femoral artery using a perclose a-t device after an interventional procedure. Reportedly, when returning the lever to its original position to park the foot, the foot jammed and the device could not be withdrawn from the patient's artery. A surgical cut down procedure was performed and the device was removed. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.